Manufacturer narrative:
Other relevant device(s) are: kit svc bi71000480 ups pwr sply. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the mobile viewing station (mvs) on the system was not holding a charge. It was reported that the ups was clicking and the mvs could not power on. Troubleshooting was done at the time which confirmed the issue was the uninterruptable power supply (ups). It was confirmed that the system had been left unplugged and after it was able to charge for a while it seemed to be holding a charge normally. It was determined that they would let it charge longer to see if the battery levels remained normal. There was no patient present.

Manufacturer narrative:
Additional information: provided with lot number. Continuation of concomitant medical products: section 'device" information references the main component of the system. Other relevant device(s) are: lot #: 9851elcps719100169. If information is provided in the future, a supplemental report will be issued.